Manufacturer narrative:
Visual inspection of the v60 ventilator revealed no evidence of damage or contamination. The v60 ventilator was tested and no failures were identified. The 1007 error code could not be duplicated. (B)(6) 2014. The customer reported that during testing as part of the installation process, the v60 ventilator failed to complete post (power on self test). There was no patient involvement and the device did alarm. The ventilator was returned to the factory for further evaluation. An analysis of the diagnostic logs found error code 1007 (machine and proximal pressure sensor failed). The failure during post mitigates risk to the patient as the ventilator cannot be placed on a patient until the issue is resolved. The presence of the post error code 1007 indicates a relationship between the device and an adverse event. The logging of the error code indicates the device was out of specification at the time of the event. The technicians thoroughly evaluated and tested the device and could not replicate the reported failure. No parts were replaced and the ventilator passed all its verification testing. The root cause of the reported event could not be determined.

Event description:
The customer reported that the ventilator failed out of box and alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Results: ventilator.

Manufacturer narrative:
.

Event description:
The customer reported the ventilator was being setup for initial use when it displayed a pressure sensors failure. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device was reported as defect on arrival, the customer unit is being replaced.